Event description:
It was reported the device is alarming fault 41,627 and 46,221. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the device tamper seal missing, battery door is cracked, dso seal is coming off, lens is scratched, battery compartment is broken, and device is showing liquid residue. The event history log shows that error 46221 occurred and after a while another error 41627 occurred. Event history log was downloaded and functional test was performed, the device failed cassette test. The cause of the reported problem is unknown. No further action will be taken as this device will be scrapped. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.